Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Combination product: yes. Impedance >2500 ohms was also reported. Upon receipt, the distal fragment was received for analysis. The proximal fragment including the is-1 connector pin was not returned. The distal fragment was found severely stretched (length 108 cm) including a fractured insulation between 5 and 13 cm proximal to the lead tip, stretched inner conductor coil and bent and stretched fixation helix. The above-mentioned damages most likely occurred during the extraction procedure due to tensile stress. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
This lead was explanted due to fracture. Should additional information be received, this file will be updated.